Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to deplete completely until the pump shut off due to low power. After the customer plugged the pump into a power source, a malfunction alarm was declared. The customer's blood glucose (bg) level was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.